Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -product review of the meshgraft ii mesher serial number (B)(6) by a zimmer biomet certified service repair technician on 14 may 2020 revealed there was a cutter blade and side plate failure. -repair of the device was performed by a zimmer biomet certified service repair technician on 14 may 2020 which included replacement of the cutter, and sideplate. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested.. -device is used for treatment. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Initial reporter- telephone number: (B)(6).

Event description:
It was reported that the dermatome device was in need of repair for being unable to properly mesh. No adverse events were reported as a result of this malfunction.